Event description:
It was reported during patient follow-up that the atrial lead exhibited low pacing impedance. Insulation breach was suspected. The lead was capped on (B)(6) 2023 and replaced. The patient was stable and asymptomatic.